Manufacturer narrative:
Based on the claim against the product, the cause of the claim cannot be determined. The device was returned for investigation; however, the evaluation is not yet complete. A supplemental report will be submitted when the manufacturer's investigation is completed. This record (MDR patient identifier 616240) is against the cadiere forceps instrument, and the arcing against the tip cover was reported on MDR patient identifier 612998. This complaint is considered a reportable event due to the following conclusion: it was reported that adipose tissue got caught in the instrument's wrist. The adipose tissue reported was already free from the body when stick to the instrument wrist. No medical intervention was needed and it was confirmed no patient injury occurred. Medical intervention may be required in the event that an moving instrument mechanism within an instrument entraps tissue and causes damage. At this time, it is unknown what caused the device entrapment issue to occur. Although there was no report of patient injury during this event, if the issue were to recur, it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia procedure, there was an adipose tissue stuck at the wrist of the 8mm cadiere forceps instrument. The adipose tissue would burn when monopolar energy activates. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up and obtained the following information: the adipose tissue that was stuck on the wrist of the cadiere forceps instrument was already free from the body when sticking to the instrument wrist. No medical intervention was needed, and no patient bleeding or any injury was reported. The adipose tissue sparked and became char when monopolar energy activated while using the monopolar curved scissor. Patient has been recovering well with no post-operative complications reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the cadiere forceps instrument involved with this complaint and completed the device evaluation. Failure analysis found the instrument have thermal damage to the main tube that extended up to the proximal clevis on the distal end. A visual inspection found a section measuring proximately 0.415" in length to be affected. Correction to h10: this record (MDR patient identifier (B)(6)) is against the cadiere forceps instrument, and the arcing against the tip cover was reported on MDR patient identifier (B)(6).

Event description:
Refer to h10/h11 for follow-up information.